Event description:
Sensor on tubing did not work and extravasated pt's knee. Surgery could not be completed. Further medical intervention was not required to treat this condition. The pt has not yet been rescheduled to complete the initial procedure. This device is used for treatment.